Manufacturer narrative:
No motor error alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/force sensor system test, excessive no delivery test and displacement test. Motor was tested outside of the device and passed. No low battery alarm noted. Unit received with normal operating currents. The battery alarm functioning properly. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer received two motor error alarms. The customer's blood glucose was 143 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer stated that she used the sensor feature on the insulin pump. Advised customer that a false motor error alarm may have been caused by viewing the sensor glucose graph while the insulin pump was delivering a bolus. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.